Manufacturer narrative:
Additional information was provided from bfarm user declaration this serves as a correction report. Section(s) updated as follows: b3 date of event. B5 updated description. B6 added hba1c value. B7 added other relevant history. H6 health effect - clinical code updated dizziness. Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK if product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event. Abbott diabetes care (adc) received a bfarm user declaration which reported a low readings issue with the adc device. The customer received unspecified lower sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. The report states¿ feeling unwell during the day, cardiological complaints, dizziness, high blood pressure, strongly fluctuating blood sugar levels two sensors had already been replaced beforehand due to unreliable imaging of the blood glucose values. The defective sensors were sent to abbott and replaced. At around 3 - 4 a.m., the patient tried to stand up, but her left leg buckled uncontrollably, and she fell onto her left knee. Different amounts of insulin were administered, and incorrect decisions were made based on the information provided by the measuring device. Due to the irregular administration caused by the incorrect display of the blood sugar values, the situation "escalated" until it led to the accident. Blood sugar value of 406 was displayed, blood pressure 101 to 44.¿ the user report shows that there is no medical intervention linked to this serial number. Based on the information given, no serious injury was reported in connection with this event.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.